Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. The pump powered with the returned battery cap to a dim and discolored display. The battery cam measures were within specification. The battery cap was able to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture inside the battery compartment. A 24 hr basal program was run with the returned battery cap. There was no reboot, loss of power or call service alarm duplicated. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture found. A "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.